Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the multiple drawers were not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station multiple drawers were failed to open. A field service engineer (fse) had responded to a customer report of drawer pocket failures. The drawer had been tested and found to be functioning properly. However, the fse had been unable to perform further service due to limited access to the rear panel of the station. The customer had been advised to clear the area around the station and to remove the medication disposal bins attached to the wall, which were obstructing the auxiliary unit from being moved out for rear panel access. After multiple follow-ups, no response had been received from the customer, and the case had been closed without resolution.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the multiple drawers were not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.